Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The reporter stated via phone call that the customer experienced high blood glucose levels of 416mg/dl. The reporter stated that the customer had severe hyperglycemia. The reporter stated that the customer went to sleep without wearing sensor and woke up in the middle of the night with the high blood glucose. The reporter stated that the customer tested and found moderate ketones. The reporter stated that the customer treated with insulin pump and ketones were resolved and customer woke up in the morning with 221mg/dl. The product will not be returned for analysis.